Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high out of range pacing impedance measurements. Lv pacing was programmed off and then later surgically abandoned. A new lead was successfully implanted, this device remains in service. No adverse patient effects were reported.